Event description:
Primary stability and osseointegration achieved. Peri-implantitis (treated with laser therapy - no success). Pain, bleeding, inflammation, mobility. Other implants are well osseointegrated.